Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. G3 correction: the aware date in the initial MDR is corrected to march 28, 2024. The device evaluation found whitish foreign material inside the air/water channel and air/water cylinder unit. Additionally, there was a gap of adhesive between plastic distal end cover and nozzle. Based on the results of the investigation, an identification for the reported foreign material could not be established and a definitive root cause of the foreign material remained in the device could not be established. A conclusive root cause for the gap of adhesive between plastic distal end cover and nozzle could not be established. It is likely that incorrect reprocessing led to the incomplete removal of the reported foreign material. It is most probable that wear and tear or irregular stress was applied to distal end glue during handling, which might have caused the gap of adhesive between plastic distal end cover and nozzle. A device history review revealed that the subject device was shipped in accordance with specifications. The subject device had no nonconformity at manufacturing. This issue is addressed in the instructions for use (IFU): IFU warns about improper reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the duodenovideoscope exhibited white foreign material found inside the air/water tube and cylinder. There were no reports of patient involvement.